Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed "no signal" for a few minutes before reaching the application screen. The representative was able to enter the application as intended. However, when powering down, the reported issue repeated. There was no patient present when this issue was identified. No additional information was provided.